Manufacturer narrative:
Customer reported failed drawer on pyxis anesthesia system es. Issue captured in complaint file (B)(4). No patient or user harm was reported. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient. Customer requested to reschedule field service technician visit. Will file a supplemental report when repair is made.

Event description:
Customer reported failed drawer on pyxis anesthesia system es. No patient or user harm was reported. The customer did not provide any additional information on the duration of the delay or what impact, if any, there was to the patient.